Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the distal lumen of the catheter was found to be leaking after using it for approximately eight hours. A new set was used.

Manufacturer narrative:
(B)(4). One 3-lumen arrow howes catheter was returned. The distal luer hub was covered with clear tape and syringes were attached to the medial and proximal luer hubs. Additionally, the catheter body was cut off near the 4 cm mark. The sample was initially examined without magnification. The catheter showed evidence of use but no defects or anomalies were observed. After leak testing, the distal extension line and hub were examined under magnification. A hole was observed in the extension line at the base of the luer hub. The length of the distal extension line was measured and found to be within specification indicating that the extension line was fully molded into the hub. Leak testing was performed and leakage was observed in the vicinity of the luer hub during testing of the distal lumen. The proximal and medial lumens passed liquid leak testing. A device history record (DHR) review was performed on the catheter and did not reveal any manufacturing related issues. Other remarks: the report that the distal lumen of the catheter was found to be leaking during use was confirmed by functional testing and visual examination of the returned sample. A small hole was found in the extension line at the base of the luer hub. Since no leakage was reported during pre-insertion flushing and it was reported that the leak was not observed until eight hours of use, it was determined that operational context caused or contributed to this event. It appears that the extension line may have been torn by excessive force applied to the luer/extension line.

Event description:
The customer alleges that the distal lumen of the catheter was found to be leaking after using it for approximately eight hours. A new set was used.